Event description:
Bactisure is a device used in surgery to remove debris from wounds using pulsed lavage. It is distributed in a 1,000 ml poly propylene plastic bag with a single spike port that resembles commercially prepared intravenous solution bags. This presents potential for the product to inadvertently be administered intravenously. The bag includes the warning statement, "not for IV use", however this is a warning statement rather than an affirmative statement (e. G., for wound lavage). When negative warning statements are utilized, practioners may only see the "IV use" portion of the warning and administer the medication intravenously. We tested this and the single spike port will accept/connect to infusion tubing currently utilized for commercially prepared intravenous solution bags. The product contains ethanol (a solvent), acetic acid (a ph modifier), sodium acetate (a buffer), and benzalkonium chloride (a surfactant). It is unk at this time the effect these ingredients would have on a pt should the solution be inadvertently administered intravenously. We believe FDA should take action to compel the MFR to modify their packaging (potentially to a bottle and better warning statement). Is the product compounded: no. Is the product over-the-counter: yes.